Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: two images were submitted to ethicon inc for review. Upon visual inspection of the images received, needle / suture dispensed with a stratafix suture code sxpp1a400 could be seen. Also, the fixing tab was broken on one side. As with any device, care must be taken not to damage the thread when handling it. Avoid crushing or crimping action of surgical instruments, such as needle holders and forceps. To seat the locking tab; pull the device through the tissue to gently seat the locking tab against the tissue. The locking tab must sit in the plane of the tissue and be visible. Do not exert additional force on the locking tab. As part of our quality process, manufacturing records for the serial number of this batch were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring of complaint information for potential safety signals is carried out through complaint trends as part of post-market surveillance. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2021 and barbed suture was used. During the procedure,while pulling the suture the tab popped off. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.